Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: during implant exchange, right side implant was filled with white substance concomitant medical products: gel mentor memorygel breast implant 600cc , catalog number 3506004bc, serial number (B)(4), lot number 7475134. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 600cc. During implant exchange, right breast implant was filled with white substance. The patient had undergone removal and replacement with gel mentor memorygel breast implant 630cc on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, it was erroneously omitted to report that a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, during visual inspection the device appeared intact, however the gel was opaque (white). The explanted device was opened with scissors to perform an additional analysis to the discolored gel. A rupture, measuring 17 cm was made on the anterior and extending to posterior aspect. The gel was evaluated using proton nuclear magnetic resonance spectroscopy and triglycerides were confirmed to be present in the silicone gel. In addition, probable free fatty acids were detected, which were present at a significantly lower level than triglycerides. The degree of unsaturation of the combined triglycerides/probable free fatty acids from this discolored gel device was lower than triglycerides from the clear gel samples. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/10/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).